Manufacturer narrative:
(B)(4). Fisher and paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event. We have also requested the return of the subject mr290v vented autofeed humidification chamber as part of the rt330 optiflow tubing kit to f&p healthcare new zealand for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel (f&p) healthcare field representative that an mr290v vented autofeed humidification chamber provided with an rt330 optiflow tubing kit had a crack in the chamber. There were no reported patient consequences.

Manufacturer narrative:
(B)(6). Method: the subject (B)(6) vented autofeed humidification chamber provided with an rt330 optiflow tubing kit was received at fisher & paykel (f&p) healthcare in new zealand for investigation, where it was visually inspected. Our investigation is thus based on the evaluation of the subject device, the information provided by the healthcare facility and our knowledge of the product. Results: visual inspection of the subject device observed a long crack along the chamber base. There were multiple vertical cracks observed around the base and stretching towards the waterlevel line of the subject (B)(6) humidification chamber. Scanning electron microscopy (sem) and differential scanning calorimetry (dsc) was performed and showed evidence of brittle failure. Conclusion: our investigation was unable to determine the exact cause of the observed damage to the (B)(6) humidification chamber provided as part of the rt330 optiflow tubing kit. Based on the results from the sem and dsc analysis, the reported chamber cracks is likely to have been caused by significant degradation of the chamber dome material. Every (B)(6) vented autofeed humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject (B)(6) vented autofeed humidification chamber would have met the required specifications at the time of production. The user instructions for the (B)(6) vented autofeed humidification chamber state the following: - do not soak, wash or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - do not use the chamber if the seals are not intact when received, or if it has been dropped. - use of the mr290 above maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilator pressure. - use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient.

Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel (f&p) healthcare field representative that an mr290v vented autofeed humidification chamber provided with an rt330 optiflow tubing kit had a crack in the chamber. There were no reported patient consequences.